Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient was going in for a pump study on (B)(6) 2015 because too much medication was left in their pump the last several times. The patient reported that last 4-5 refills (since (B)(6) 2014), there had been more medication in the pump. The pump system was delivering baclofen and morphine. (No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)